Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, no capture on the left ventricular (lv) lead was noted. Diagnostic imaging confirmed the lead was dislodged due to twiddler's syndrome. The lv lead was explanted and replaced. The patient was stable with no adverse consequences.